Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of greater than 125 ohms. Boston scientific technical services (ts) was contacted, and ts discussed possible causes. The device and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of greater than 125 ohms. Boston scientific technical services (ts) was contacted, and ts discussed possible causes. The rv lead was later surgically abandoned and replaced due to the high shock impedance and functional undersensing. The physician also elected to replace the device, unrelated to the rv issues. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of greater than 125 ohms. Boston scientific technical services (ts) was contacted, and ts discussed possible causes. The device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of greater than 125 ohms. Boston scientific technical services (ts) was contacted, and ts discussed possible causes. The rv lead was later surgically abandoned and replaced due to the high shock impedance and functional undersensing. The physician also elected to replace the device, unrelated to the rv issues. No additional adverse patient effects were reported. Additional information was received indicating this rv lead was explanted and returned for analysis. No additional adverse patient effects were reported.